Event description:
According to the reporter: the stapler cut but did not staple. There was excessive bleeding and increased surgical time. The load was replaced, but the new load also did not staple. The stapler was replaced. It was necessary to do manual suturing to stop the bleeding. The patient was totally recovered at the expected date of discharge.

Manufacturer narrative:
(B)(4).